Event description:
It was reported that the pump touchscreen was delayed in responding to touch inputs. During troubleshooting with tandem technical support, the pump was reset resolving the issue, and the customer continued using the pump for insulin therapy. There was no adverse impact to the customer's blood glucose level.